Event description:
An aneurx stent graft system was implanted in the pt for endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at the time of implant is unk. Vessel morphology was reported to be non-calcified; no thrombus in the aortic neck, with an aortic neck angulation of 45 degrees. Current vessel morphology was that the aortic neck angulation has increased to 55 degrees. It was reported 57 months post stent graft implantation, the stent graft migrated and is 40 mm below the lowest renal artery. There is no evidence of an endoleak. The cause of the migration was due to the change in the angulation of the aortic neck. The physician implanted three aneurx aortic cuffs. The pt was reported to be fine and no add'l clinical sequelae have been reported.